Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (will not communicate) has been confirmed. Upon investigation the electrode belt does not communicate with a monitor. The cause for the failure was isolated to thermal damage affecting esd7000, l701, l702, and l703 on the distribution node pca. The root cause for the thermal damage could not be positively identified. No adverse event resulted from the strained cable.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt would not communicate with a monitor.